Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 545 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did used to auto mode feature at the time of event. Customer stated that the moist on the area where she inserted her set might be an indication that there was a leakage of insulin hence her blood glucose not going down. The device will not be returned for analysis.